Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call display anomaly. The customer's blood glucose was unknown. It was reported the screen goes blank periodically for over a month. Also, has weird characters go across the screen. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump passed self test, displacement test and rewind test. No missing segments/partial display or display anomaly noted.